Event description:
The patient developed poor bone quantity in tooth location 18 and the doctor reported the fixture was loose after being implanted for over one month. The doctor indicated bone condition as contributing factors for implant removal.

Manufacturer narrative:
A review of manufacturing records for thos lots did not reveal any problems. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95% causes bone condition, patient oral hygiene, or patient behavior.